Manufacturer narrative:
The insulin pump was received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Unable to verify proper communication with a test guardian 2 link and the glucose sensor simulator due to blank display. The insulin pump was received with cracked retainer, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a charger connection failed. The blood glucose at the time of the incident was 11.7 mmol/l. The device was returned for analysis.